Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. Based on the article information, a conclusive cause for the reported failure to cross and deployment difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The adverse patient events mentioned in b5 are filed under other MFR numbers. Literature attached: "drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial.

Event description:
This is filed to report device malfunctions. It was reported through a research article, identifying the supera stent system, that may be related to the following: death, restenosis, foreign body, revascularization, re-hospitalization, failure to cross and failure to deploy. Details are listed in the attached article, titled drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial. Please see article for additional information.